Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The lens remains implanted. However, there is a planned explant of the lens to be performed at a future date. (B)(4). Device evaluation: the product was not returned to the manufacturing site, as to date, the lens remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 19.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. There are plans to explant the lens at a future date due to the patient experiencing significant and troubling glare. The replacement lens will be a non-johnson and johnson lens. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.